Manufacturer narrative:
H10: manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for catheter aneurysm, as the image shows one of the clear extension legs shows an aneurysm (indistinguishable between arterial or venous). No catheter breaks are visible. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: g1, h6 (method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter had been implanted for approximately six months. Approximately two months ago emulsification occurred at the junction of the extension tubing and bulging occurred at the emulsification approximately two weeks ago. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter had been implanted for approximately six months. Approximately two months ago emulsification occurred at the junction of the extension tubing and bulging occurred at the emulsification approximately two weeks ago. The catheter was removed and replaced. There was no reported patient injury.